Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0156 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that ward staff noticed leaking from the insertion site when injecting via PICC. The PICC had been inserted 8 weeks ago. The PICC was removed, and on examination there was a small hole in the line (internal to the patient). Once the PICC was removed, a referral was sent for the patient to have a replacement line placed. However, due to staff workload this will not able to be placed for 3 days. A peripheral IV has been placed until staff are able to insert the replacement PICC. There was no reported patient injury.

Event description:
It was reported that ward staff noticed leaking from the insertion site when injecting via PICC. The PICC had been inserted 8 weeks ago. The PICC was removed, and on examination there was a small hole in the line (internal to the patient). Once the PICC was removed, a referral was sent for the patient to have a replacement line placed. However, due to staff workload this will not able to be placed for 3 days. A peripheral IV has been placed until staff are able to insert the replacement PICC. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of leaking from the catheter tubing was confirmed and the cause appeared to be associated with use of the device. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter tubing extended 51cm from the distal end of the molded wing. A tacky material that was consistent with residue from a dressing was visible on the solo connector and the extension leg. The printing was partially worn from the extension leg. The 10 and 12-15 cm depth marks were partially worn from the tubing. A semi-circumferential breach was observed in the catheter tubing between the 12 and 13 cm depth marks. A microscopic examination of the split revealed wrinkling in the catheter material along the edges of the split. A functional test revealed fluid leaking from the split in the tubing. Semi-circumferential creases were observed in the tubing 8mm and 18mm proximal to the semi-circumferential breach and 11cm distal to the breach. A tactual investigation revealed that each catheter had the tendency to kink at the location of the splits and creases in the tubing. The wall thickness of each catheter was found to be within specification. The split and kinking observed in the returned catheters indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recx0156 showed one other similar product complaint(s) from this lot number.